Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿pump will not alarm rotor error." The unit was triaged and the reported issue could not be confirmed at this time; the device went through and passed five iterations of the rotor error alarm test, alarming within 30s each test. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the enteral feeding pump will not alarm rotor error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.